Manufacturer narrative:
Physio-control evaluated the device, and verified the reported failure. The therapy board pcb assembly was replaced, and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device had multiple error codes in memory indicating a possible failure of the device to defibrillate or to deliver an improper amount of energy. There were no reports of patient use associated with this failure.